Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure in (B)(6) 1999 and mesh was implanted. Prior to implantation, the mesh was soaked in polymix and bacitracin. The patient has experienced years of inflammatory issues and an undiagnosed autoimmune/connective tissue condition. The patient presented to the physician for allergy testing. Additional information has been requested.